Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if the issue recurs and confirmed understanding of these instructions.